Event description:
The manufacturer's domestic evaluation department confirmed there was melting and burning, on the connector pins 3 and 4 of the blood glucose monitoring inform system. The original reporter indicated there were pins missing and green oxidation surrounding the pins. No report of any other actions or treatment. Upon return of the requested product, replacement product was sent.